Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date the patient experienced low blood glucose (bg) less than 40mg/dl with confusion and required assistance to treat the low bg associated with a loss of prime issue. Reportedly, the pump was emitting continued loss of prime warnings despite changing the cartridge multiple times. The patient reportedly primed while attached in response to the loss of prime warnings. The patient reportedly discontinued insulin pump therapy. The reporter noted that the basal rates were recently changed. The reporter also noted that the patient had celiac disease which may have contributed to the low bg. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a loss of prime issue with use error as a contributing factor.